Event description:
It was reported during a diagnostic endobronchial ultrasound bronchoscopy(ebus) procedure, the device would not retract into the sheath. Second needle and third needle obtained , the sheath came fully detached from the rest of the needle, sheared off, small piece became partially detached. According to the report, user stopped getting samples and had to finish procedure early due to equipment failure. Per the report, a 21g needle which provided poorer samples was used to finish up the procedure. There was no patient harm, no user injury reported due to the event. This event includes 3 reports to capture the three (3 ) needles reported for this event. Report with patient identifier (B)(6)- would not retract into the sheath report with patient identifier (B)(6)- sheath came fully detached from the rest of the needle, sheared off, small piece became partially detached. Report with patient identifier (B)(6)- sheath came fully detached from the rest of the needle, sheared off, small piece became partially detached. This report is for report with patient identifier (B)(6)- (needle #2 ) - sheath came fully detached from the rest of the needle, sheared off, small piece became partially detached.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on inspection findings, the observed failure is a known phenomenon likely the needle experiencing excessive resistance and/or angulation. However, the root cause of the reported failure could not be conclusively specified. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "do not insert the instrument abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." "Do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.